Manufacturer narrative:
Device evaluation summary one (1) image was received showing the front end of the device in the product tray. A gap is visible between the graft cover tip and the taper tip. It was not possible to determine the gap length from the image. The reported dimensional deviation could not be confirmed from the image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device returned with the external slider in the home position. A kink was visible on the graft cover over the end of the stent stop. A gap measuring 2.0mm was observed between the taper tip and graft cover tip. Graft cover to taper tip gap specification is 0.5mm max. There was no further deformation evident to the device. The reported dimensional deviation was confirmed through analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant limb was intended to be implanted during the endovascular treatment of a 58mm aaa . It was reported that during the index procedure when the device packaging was opened for inspection, it was noticed that there was a gap between the tip and the delivery system sheath. The physician was worried that the gap would damage the access blood vessel so another endurant limb was used instead. No cause was provided. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.